Event description:
It was reported that patient underwent an open reduction internal fixation procedure utilizing a drill bit on (B)(6) 2013. During the procedure, while the surgeon was drilling into the humeral head, the tip of the drill bit fractures and was retained by the patient.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. The product identification necessary to review manufacturing history was not provided. The following sections could not be completed with the limited information provided. Lot number - unknown. Manufacture date ¿ unknown.